Event description:
The pt had two smart stents implanted in the sfa and experienced thrombosis within 24 hrs. Two gore viabahn stents were implanted to treat the pt; however, the physician is not sure if they will perform a bypass or amputate the leg. The pt was admitted as a healthy pt and now has a cold leg.

Manufacturer narrative:
A male pt came in with 1st and 5th toe gangrene. Angiography showed sfa and popliteal artery disease ( not occlusive) and poor tibial vessel runoff. The physician's plan was to stent the pt and bring him back for atherectomy if needed. Balloon angioplasty was conducted, followed by stent (smart) placement, followed by balloon angioplasty. Immediately, thrombus began to form in the pt's at and at the distal tip of the distal stent. The physician cannulated the at and laced it with 2 mg of tpa. The physician watched it and deployed another smart stent over the clot forming at the distal stent. The physician did not do follow- up angioplasty on that stent due to the vessel size and the fact that the stent opened appropriately. Thrombus continued to form. An infusion catheter was placed and started, physician directed tpa across the stent and at overnight. Heparin was also used. The following day, the leg was cadaveric and a follow-up angio showed sfa runoff up to the proximal portion of the most cephalad stent. At that point, there was abrupt occlusion. Physician figured that this must be some endothelial reaction to the nitinol, so he lined the stented segments ( a little distal and proximal as well) with two viabhan heparin coated stents (same size as the smart stents-- 6mm). No further angioplasty was performed. The physician left an infusion catheter across the stents and infused tpa at 1 mg per hour. Heparin was discontinued and integrelin was added. The pt was brought back 4-5 hours later and everything was wide open, back to baseline. Ultimately, the pt avoided a below knee amputation. The products remain implanted in the pt and are not available for analysis. Additional info will be submitted within thirty days upon receipt.